Manufacturer narrative:
(B)(4). D6a: unknown date in november 2025. D6b: unknown date in march 2026. G2: foreign - event occurred in the UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation of the juggerknot on an unknown date approximately six (6) months ago. Subsequently, the patient went to the wound clinic where it was noted the thread was able to be seen. The patient underwent washout of the wound and removal of the suture on approximately four (4) months post-implantation. Attempts have been made and no further information has been provided.